Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited low impedance of about 115 ohms since (B)(6) 2010. Intermittient atrial sensing was also noted.